Event description:
Dealer states all light are flashing, the joystick is locked up. Tech told dealer to push the horn button to unlock. Dealer states the joystick did unlock but the chair went by itself.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.